Event description:
It was reported that a cot dropped. No adverse consequence was alleged.

Manufacturer narrative:
The customer was unable to provide the serial number. The cot was returned to service and could not be identified.